Event description:
The reason for explant is unknown at this time. According to the information received to date, this valve was implanted due to a "myxomatous" native mitral valve with "degenerative value and ruptured chordae of the posterior leaflet". At explant, the left ventricle had "moderate" hypertrophy with "fair" function. The mitral valve was replaced with sjm 31mj-501, and the patient's native aortic valve was replaced with sjm 23ahpj-505, due to "myxoid degeneration". The patient's health status was reported to be "improved" at discharge. Additional information has been requested.